Manufacturer narrative:
H4: the lot was manufactured between april 2, 2023 ¿ april 4, 2023. H10: the device and photograph of the sample were received for evaluation. The returned photograph was reviewed, and a blurry white appearing particle was observed. The reported condition was verified in the photographic sample. The cause of the condition could not be determined. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified in the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a white particle on the unit. This occurred during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.